Event description:
It was reported that a pt, who had a strata valve implanted in january, was not responding well to valve adjustments. The valve was reported to be malfunctioning. The valve was explanted at end of june and the pt is doing well. The valve will not be returned.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the complaint history found no other complaints for this lot number. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.